Event description:
Rn reported that the IV catheter was hard to use and did not give a flash back when threading the catheter, required an ultrasound to guide the catheter without blowing the patient's vein. Per ed nursing leadership, this is a reoccurring issue with the new ICU medical catheters.